Event description:
A malfunction alarm was reported during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy. The original cartridge lot number was unavailable.